Manufacturer narrative:
To solve the issue, the motor control board hms 0409, pump head and processor board ul508 were replaced. Functional verification checks were performed and passed positively. The unit returned to service. A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar events have been reported. No short-term or long-term trends have been detected for the reported type of failure. Based on the collected information, a failure of the above-mentioned components can be identified as the cause of the event. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring processes in order to evaluate actions for the improvement of the products. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
UDI related data quality updates only. D2b. Correct device product code updated in the dedicated section. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 double head pump. The incident occurred in smithfield london, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double head pump gave a motor monitoring/control failure (on pump b) and runaway (on pump a) error messages when the unit was in service. There was no patient injury.